Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft beak occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the shaft broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element mr ous 2.25 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 210mm from the distal end of the strain relief. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft beak occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the shaft broke. No patient complications were reported and the patient's status was stable.